Event description:
It was reported that during an ipg replacement (related manufacturer reference number: 3006705815-2024-06071) procedure intraop testing showed impedance on the lead. The physician suspected lead fracture based on previous x-ray. As such, the lead was explanted and replaced to address the issue. Reportedly, therapy was confirmed post op.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.